Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01705, 0001822565 - 2021 - 01707.

Event description:
It was reported that patient underwent a partial knee replacement approximately 10 months ago and is being considered for a revision due to unknown reasons. No revision surgery has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.